Manufacturer narrative:
(B)(4). The fse confirmed the reported problem and performed battery test per the service manual. The backup battery was replaced, device passed all required testing and the unit was returned for clinical use. No further patient information was obtained.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery light flashing and the device beeping. No patient harm reported.